Event description:
Staff could not defibrillate a cardiac arrest pt. Life pac-12 screen indicated that electrodes were not connected. 4-lead electrodes were applied properly with pads. Machine continued to read that pads were not applied. Lp-10 was put into service. MFR notified & responded.